Manufacturer narrative:
The reported event of device in backup mode was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Output verification under field conditions found no anomaly. The device was monitored for several days with daily interrogation without any anomaly. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into back-up vvi mode due to firmware update. The pacemaker was explanted and replaced. Patient status was not reported.